Event description:
Malfunction: system message; case delayed. The nurse reported that the system would not prime/tune before the start of the case. A system message displayed and it could not be cleared. The pt was given eye drops, but had not been given anesthesia. No incisions has been made. A second system was obtained from another facility to complete the case. There was a one and a half hour delay in the procedure. There was no pt injury.

Manufacturer narrative:
The company service representative examined the system and replaced the fluidics module. The fluidics module will be returned for further investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).